Manufacturer narrative:
Concomitant medical products: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains in the patient therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, the patient had mild annular and ao rtic calcification. The patient's anatomy was mildly tortuous. During implant, the position at the annulus was a bit low. However, the implant team decided to proceed with deployment. The valve was deployed very slowly with pacing at 120 beats per minute (bpm). The valve dislodged to just above the annulus. It was reported that the non-medtronic guide wire was not taken back enough to ease the pressure on the valve before full deployment. It was also reported that the delivery catheter system (dcs) did not have enough push that could have contributed to the dislodgement. A second transcatheter bioprosthetic non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.